Manufacturer narrative:
Customer did not provide any additional information.

Event description:
Customer reported an unexpected negative result when testing a patient sample on the echo. The patient has a history of anti-e. Customer states that all e positive cells on the antibody panel resulted negative, but appear positive.